Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function. 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had a clogged nozzle. Inspection and testing of the returned device found that the nozzle had foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction did not meet standard value due to wear of the angle wire. The adhesive around the light guide lens and objective lens were peeled. The universal cord had a wrinkle and there were scratches noted throughout the device. The plastic distal end cover had a dent and the paint of the scope cylinder was peeled. The water removal ability did not meet standard value due to clogging of the nozzle. The adhesive on the bending section rubber had a white clouded area, a crack and a chip. The paint on the air/water cylinder was peeled. It was noted that the device was cleaned prior to being returned to olympus and the customer could not identify the cause of the foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.